Event description:
It was reported that the ventilator repeatedly alarmed, shut off, and then turned back on again while connected to a pt. The pt was placed on a back-up ventilator. No reported harm to the pt.